Manufacturer narrative:
PMA 510(k): this product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.6mm vicmo12.6 implantable collamer lens, -09.50 diopter, in the patient's left eye (os), on (B)(6) 2017. The lens was explanted on (B)(6) 2017 due to the concave face of the implanted lens was upwards. The lens was exchanged for another same model/diopter lens and the problem was resolved.